Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
The hospital reported that, according to their monitor, the output of the vaporizer was higher than expected. There was no report of pt involvement.